Manufacturer narrative:
Investigation pending.

Event description:
In 2008, the sales rep reported that during a cervical revision surgery, a three level plate came out in two pieces. Add'l info rec'd on 27 feb 2008 via telephone, the sales rep reported that in 2007, the pt was implanted with an antcer sys. During a six mo post op visit it was noticed on x-ray that both caudal screw were backing out. When the surgeon did the revision surgery and explanted the two cadual screw the plate disassociated at that time. Add'l info obtained via trip report to physician with the prod mgr on 28 feb 2008, analysis of the peri-operative films revealed that the ant-cer plate was disassociated upon implantation. The screws seemed to be locked but subsequent f/u x-ray revealed the screws proud of the plate.